Manufacturer narrative:
(B)(4). The customer reported to have replaced the battery, and the ventilator continued working as intended.

Event description:
It was reported that during patient use, a ventilators internal battery had a rapid capacity drop. The ventilator continued cycling and the patient's ventilation was not interrupted. There was no patient harm reported.